Manufacturer narrative:
(B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked at the cap. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection on the sample via the naked eye noted fluid inside a bag that contained the sample which suggested a leak had occurred. Further inspection revealed the cause of the leak was a damaged flow restrictor; indicated by the presence of indentation marks on the damaged area of the flow restrictor. The reported condition was verified. The indentation marks on the flow restrictor were caused by the flow wrap sealer equipment during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.